Event description:
It was reported the screen on the external pacing generator (epg) was cracked. Technical services explained the epg cannot be repaired but can be replaced. The status of the device is not known at this time and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).